Event description:
It was reported the patients system displayed high impedance and as unable to deliver therapy. As a result, surgical intervention was undertaken to address the issue. During the procedure it was found the lead had fractured. The lead was explanted and replaced resolving the issue.

Manufacturer narrative:
B5: the initial b5 information was corrected from "it was reported the patients system displayed high impedance and as unable to deliver therapy. As a result, surgical intervention was undertaken to address the issue. During the procedure it was found the lead had fractured. The lead was explanted and replaced resolving the issue." "It was reported the patients system displayed high impedance and as unable to deliver therapy. As a result, surgical intervention was undertaken to address the issue. During the procedure it was found the lead had fractured. The lead was explanted to address the issue. No new product was implanted. "

Event description:
It was reported the patients system displayed high impedance and as unable to deliver therapy. As a result, surgical intervention was undertaken to address the issue. During the procedure it was found the lead had fractured. The lead was explanted to address the issue. No new product was implanted.

Manufacturer narrative:
The reported event of lead fracture/ineffective stimulation was confirmed. As received, the octrode lead had kink with all internal broken wires. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.